Event description:
Information received by medtronic indicated that insulin pump had multiple motor error alarm. The drive support cap appeared normal and slightly indented. The customer was able to clear and able to rewind insulin pump. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
On (B)(6) 2021 customer alleged the pump having motor error alarm. Unit passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected motor error alarm noted during testing. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. Pump was cut and open found no moisture/damage on the electronics, battery connector, battery tube, motor, vibrator, keypad flex tail noted during visual inspection. Motor passed motor test. Unit had cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker. The test reservoir locked in place properly and no anomaly noted. Unit passed all required test. Motor error alarm was not confirmed. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.